Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision was performed due to the rod not distracting. The rod was replaced with no further adverse impact to the patient. Report 1 of 2.

Manufacturer narrative:
Device records review: visual inspection of the returned rod revealed score marks on the distraction rod. X-ray images of the internal components showed no damage and revealed the rod was partially distracted. Initial measured rod length was 240.48 mm. The rod was unable to distract with manual distractor & electronic remote controller. The rod was unable to retract with fast distractor to perform stroke test. Due to the current condition of the rod (jammed), force testing was not performed. The reported failure mode was confirmed as the rod was not distracting and it did not meet acceptance test specifications. The rod was sectioned and debris build up was found which may have caused the reduced functionality. Sectioning of the rod determined that it could not be separated from the housing without use of high force. Bending forces applied to the rod from patient anatomy/activity may have caused the distraction rod to wedge into the housing tube, which would cause the rod to be jam. Device records review: review of the device history records revealed the rod was manufactured in accordance with the specified requirements and met all of the required quality inspections prior to release.

Event description:
No additional information was provided.